Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that an "unexpected arm movement" message appeared on the camera universal surgical manipulator (usm) arm. Tse confirmed error 100 occurred on usm arm 3 in the log and explained that arm was moved without pressing port clutch. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to inability to move the instrument at all (e.g., static instrument). Issue was intermittent. Technical support advised to press the port clutch. An error 100 occurred on arm 3 in the log and explained that arm was moved without pressing port clutch. Drape is not available for return. No injury to the patient. Device was inspected prior to use. There was no damage out of the ordinary. Photographic images are not available.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was advised to press the port clutch and will do so later. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an improper customer handling, specifically a movement of arm 3 without engaging the port clutch. It can be resolved by pressing the clutch before moving the desired arm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.